Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") and menorrhagia ("prolonged menses / abnormal bleeding (menorrhagia)") in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 2 ((B)(6) 2010, (B)(6) 2011), c-section and vaginal delivery. Previously administered products included for birth control: mirena from 2011 to (B)(6) 2012. Past adverse reactions to the above products included adverse drug reaction with mirena. Concurrent conditions included overweight, anesthesia, genital bleeding, post procedural pain, bladder inflammation, endometriosis, uterine tenderness, uterine bleeding and bladder discomfort. Concomitant products included medroxyprogesterone (depo provera) for contraception as well as bupivacaine (marcaine). On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2014, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and pelvic pain ("pain (centralized lower pelvic area) (recurrent severe)"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain / dysmenorrhea (cramping)"), menstrual disorder ("abnormal menstrual bleeding") and back pain ("severe back pain"). The patient was treated with surgery (underwent total hysterectomy with bilateral salpingectomy) and surgery (in (B)(6) 2014 underwent ablation). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain, menorrhagia, dysmenorrhoea, menstrual disorder and back pain had resolved and the vaginal haemorrhage, dyspareunia and pelvic pain was resolving. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: essure was successfully implanted, without complications. Beginning in (B)(6) 2014, plaintiff sought medical treatment regarding the symptoms. Removing of the essure coils also required removal of plaintiff uterus and cervix. Because of the requirement to undergo a total abdominal hysterectomy to remove the essure devices, plaintiff has been left with abdominal deformity and severe large scarring. Since the essure removal surgery, plaintiff has reported that all her symptoms had resolved and that she feels much better. Pfs- current weight: (B)(6) lbs. She did not allege that essure caused birth defects. Mr- two to three rings coming out of the os. On (B)(6) 2015 patient underwent total abdominal hysterectomy with cystoscopy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: fallopian tubes were bilaterally occluded (B)(6) 2015 : ultrasound pelvis : impression: prominent right ovarian cystic lesion. Please confirm a negative beta-hcg to exclude an ectopic pregnancy. Small amount of fluid surrounding the left ovary. Given complaint of acute left pelvic pain with progressive resolution, this may represent the remnants of an ovarian cyst/follicle rupture. Small amount of nonspecific, endometrial fluid. (B)(6) 2015 : pelvic ultrasound : impression: prominent right ovarian cystic lesion. Please confirm a negative beta-hcg to exclude an ectopic pregnancy. With a negative beta-hcg, recommend follow-up ultrasound imaging in 6 weeks to ensure benign evolution. Small amount of fluid surrounding the left ovary. Given complaints of acute left pelvic pain with progressive resolution, this may represent the remnants of an ovarian cyst/follicle rupture. Small amount of, non-specific, endometrial fluid. This finding may be physiologic and reassessed on follow-up imaging. Uterus: retroflexed. Homogeneous echotexture and normal size/contour. Measures: 8.7 x 3.9 x 5.3em. Endometrium: normal thickness and appearance. Measures 3.6mm. There is a small amount of anechoic fluid within the fundal endometrial cavity. Right ovary: measures 6.6 x 3.9 x 4.5 cm . Enlarged by a 3.8 x 4.5 x 4 cm, anechoic lesion containing an echogenic nodule. This lesion demonstrates no internal color flow. Normal blood flow noted. Left ovary: measures 2.6 x 1.8 x 2.3cm. Normal size, contour and echotextl1re. Normal blood flow noted. (B)(6) 2015 : pelvic ultrasound : impression: resolution of the reported prior right ovarian lesion. Thin indistinct endometrium. Secondary to prior ablation. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s pfs: pelvic pain(confirming pelvic pain), dyspareunia(confirming dysparunea deep pelvic) most recent follow-up information incorporated above includes: on 21-feb-2018: events- "abnormal bleeding (vaginal), dyspareunia (painful sexual intercourse), pain (centralized lower pelvic area) (recurrent severe)", reporter, historical condition and drug added from pfs. Historical and concomittant condition, lab data added from medical record. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain"), menstrual disorder ("abnormal menstrual bleeding"), menorrhagia ("prolonged menses") and back pain ("severe back pain"). The patient was treated with surgery (total abdominal hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain, dysmenorrhoea, menstrual disorder, menorrhagia and back pain had resolved. The reporter considered abdominal pain, back pain, dysmenorrhoea, menorrhagia and menstrual disorder to be related to essure. The reporter commented: essure was successfully implanted, without complications. Beginning in (B)(6) 2014, plaintiff sought medical treatment regarding the symptoms. Removing of the essure coils also required removal of plaintiff uterus and cervix. Because of the requirement to undergo a total abdominal hysterectomy to remove the essure devices, plaintiff has been left with abdominal deformity and severe large scarring. Since the essure removal surgery, plaintiff has reported that all her symptoms had resolved and that she feels much better. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: fallopian tubes were bilaterally occluded. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.